Event description:
Event description guidant received information that this transvenous defibrillation lead provided intermittant capture one day post-implant. The lead was successfully repositioned. There were no reported adverse patient effects and there have been no subsequent reports of loss of capture.